Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to infection.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection shows an insert, femoral component and a tibial base were returned for evaluation. The devices are intact and resemble typical explanted devices. The insert shows damage to the locking area and pitting on the articulating surface. The femoral has scratches on the condyles and cement is still adhered to the device. The tibial base has scratches and marring on the surface of the device. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Product was sterilized according to sterilization release documentation from quality control. Our lab completed an analysis with the following results: damage was observed on the bearing surfaces of the femoral component, which could be instrument damage that occurred during the revision surgery. The femoral component appears to have been well fixed, as a result, damaged due to chiseling of the cement interface at the time of explanation. Damage was observed on the proximal surface of the baseplate. No bone cement was observed on the distal side of the baseplate, which suggests that it was possibly loose. Damage/deformation was observed on the superior surface of the insert. Discoloration of the insert was not observed. Pits are visible on the bearing surfaces, this could have been caused by third-body debris. Damage/deformation, abrasion, burnishing and pitting were also observed on the inferior surface of the insert. No material deviations were found. No supporting clinical documents were provided to confirm the suspected infection. A thorough medical assessment cannot be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.